Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received questionable results for one patient sample tested with the elecsys hcg + beta test system and elecsys progesterone iii on a cobas 6000 e 601 module. Of the two assays, the sample had an erroneous result for hcg + beta. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an hcg + beta value of 131.8 miu/ml. The sample was repeated, resulting with a value of > 10000 miu/ml accompanied by a data flag. The sample was diluted and repeated, resulting with an hcg + beta value of 57150 miu/ml. No adverse events were alleged to have occurred with the patient. The hcg + beta reagent lot number was 308599. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The calibration and qc data were acceptable. The performance data was out of specifications. The alarm trace showed numerous abnormal sample aspiration alarms. The investigation did not identify a product problem. The cause of the event could not be determined.